Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Event description: the physician intended to use the protege everflex to treat a lesion in the sfa. It should be noted that at the time of the event the protege everflex was not indicated for use in the sfa. During the procedure the physician noticed that the deployment paddle was not secure during placement of the delivery system and the stent began to prematurely partially deploy. The physician was able to remove the stent delivery system (sds) and guidewire from the patient. No intervention or injury to the patient occurred. Evaluation summary: the protege everflex stent delivery system (sds) was received for evaluation with a guidewire loaded through the guidewire lumen. The inner shaft splined shaft was exposed proximal to the manifold assembly. The inner shaft distal tip was not visible at the distal tip of the outer sheath. The inner spline shaft was exiting the manifold assembly. The catheter was held against a light source to ascertain the location of the sds inner components. The proximal edge of the gray distal tip was approximately 95mm from the tip of the outer sheath. The deployment paddles were brought toward each other allowing the stent to deploy with elevated resistance from the tip/sheath resistance.